Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "cold sore" or "herpes outbreak," "bruising," "major pain," and "lumpiness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported they developed a "cold sore" or "herpes outbreak," "bruising," "major pain," and "lumpiness" after injection in the nasolabial folds with 2 syringes of juvederm ultra plus xc. Patient also stated the "lumpiness" is at the "side of the chin and in the lip area." The events were noticed the day after injection. Four days after injection, the patient was treated with valtrex and topical steroids; three days later, patient was also treated with "antibiotics." Symptoms have improved, but are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2014-00785 (allergan complaint pr#(B)(6)). This is the first MDR submitted for the first suspect product, juvederm ultra plus xc.